Event description:
I have been using clear care triple action for over 4 years with my scleral lenses without any issues. The first time used the redesigned clear care triple action, I noticed that the disc was lighter than the previous ones, there was minimal bubbling, and the next day, stinging of the eyes, and contacts were visibly not clean. I have had a routine for rubbing, rinsing with triple care, then storing at least 7 to 8 hours, then rinsing the lenses before insertion. This is the first time this has occurred. Since then I have bought 3 more different places (walmart, target, and amazon), thing it was that batch, but no. I had the same thing happen with all of the other 3 as well. Patient code: 4803. Device codes: 3023, 2893. Ref: mw5187417, mw5187418, mw5187420.